Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency department after experiencing palpitations and receiving a shock while golfing. Technical services (ts) reviewed the stored episode and noted the shock appeared inappropriate for an atrial tachycardia. Ts discussed the patient's rhythm appeared to be a rate dependent bundle, however, started off as a potential short non-sustained ventricular tachycardia (nsvt). Ts discussed the patient rhythm may be difficult to manage from a device programming perspective. A health care professional (hcp) planned to see the patient for an in clinic follow up on a future date. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.